Manufacturer narrative:
The reported compressor was examined at the hosp by our service tech. The inspection of the mains inlet revealed an arced fuse in the holder. The compressor regained a normal function after the replacement of mains inlet and fuses. Successful function and safety check was performed and the compressor was returned back to service. Reference exemption #(B)(4).

Event description:
It was reported that the compressor shut off during patient treatment. There was no patient injury. (B)(4).